Event description:
It was reported that the sonopet tip melted during a procedure. The nurse did not prime irrigation tubing as instructed in the IFU. The procedure was completed using a backup device. There were no adverse consequences and no delay in the procedure alleged with this event.

Manufacturer narrative:
Upon visual inspection, it was confirmed that there was thermal damage at the tip.